Event description:
Pacemaker under boston scientific advisory for high battery impedance may initiate safety mode. Recommendation for patients that may be symptomatic with mode switch and/or 4 years or less battery longevity to have generator change asap patient had ~3.5 years remaining on battery and had concern to be symptomatic with mode switch. System extracted and new leadless pacemaker implanted [redacted].